Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 17 months, this device was explanted due to oversensing. No worsening of the patient's state of health was reported.